Event description:
Patient presented to the physician with an infection. Physician brought the patient into the operating room, explanted the entire inspire system, irrigated both incision pockets with antibiotic solution, and closed the incisions.